Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for >100 for cfu pseudomonas stutzeri and e.coli in the suction channel, 9 cfu pseudomonas stutzeri in the air/water channel, and 6 cfu pseudomonas stutzeri in all other channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.